Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty parlex control board cable.

Event description:
Complainant alleged that during a routine shift check by a clinician the device would not charge energy. Complainant did not indicate that there was any pt involvement in the reported malfunction.